Manufacturer narrative:
Based on previous complaint investigation history and the description of the incident, the broken glenoid skid reported was likely the result of applying a bending moment to one end of the instrument which led to fracture of the device.

Event description:
As reported, during a shoulder procedure, the surgeon was trying to get the retractor out from behind the glenosphere and when he pulled out the skid, it broke causing a surgical delay, the patient was not effected by the delay. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Section 10: (d4) lot number: 128491012 section h11: the following sections have corrected information: based on previous complaint investigation history, the description of the incident and the returned device, the broken glenoid skid reported in (B)(4) was likely the result of applying a bending moment to one end of the instrument which led to fracture of the device.